Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation per the physician was related to patient conditions (tethered posterior leaflet). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The following day on (B)(6) 2025 a single leaflet device attachment (slda) was observed during discharge transthoracic echocardiogram (tte). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. Per the physician the slda was due to the tethered posterior leaflet. The patient declined further treatment.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The following day on (B)(6) 2025 a single leaflet device attachment (slda) was observed during discharge transthoracic echocardiogram (tte). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. Per the physician the slda was due to the tethered posterior leaflet. The patient declined further treatment.